Event description:
The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. At 2009, there has been no response received from the surgeon despite our repeated attempts to contact for return of product and additional information. No additional information is available. Cause of death is unknown.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.